Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was bent and it was almost totally off the lens. There was no patient contact. Additional information was received stating that the issue occurred during loading and the surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).